Event description:
Dealer stated that the m51p power chair surged, running the user into a 50 inch tv screen. Users head hit the tv screen causing the screen to fall on top of her. User sustained bruising along with neck and arm pain.